Event description:
During follow-up, noise leading to oversensing and inappropriate automatic mode switch was observed on the device. Provocative testing was performed; noise could not be reproduced. The patient was stable and will continue to be monitored. There were no adverse consequences.